Event description:
The device was returned to the MFR for battery depletion.

Manufacturer narrative:
(B) (4): final device analysis revealed a reliability non-conformance on the ipg. The #0 and case feed-through bond wires were lifted from the hybrid pad. The extension was ok but cut through (suspected explant damage).